Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering on was confirmed during functional testing and archive data review. The investigation findings revealed the imbalance between the two loads cells. The potential root cause was due to a defective load cell. No physical damage was observed on the returned autopulse platform during visual inspection. The autopulse platform failed initial functional testing due user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message displayed upon powering on. The load cell 2 was replaced to address the user advisory (ua) 07 error. Review of the archive data indicated error message user advisory (ua) 07 on the customer reported event date. Also, the archive shows the presence of the user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message, and the error message was cleared. The observed user advisory (ua) 45 error message is unrelated to the reported complaint. User advisory is the clearable error message and is designed into the platform to alert the operator that the autopulse has detected one of several conditions. The user advisory (ua) 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear user advisory (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During the shift check, the autopulse platform displayed error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). No patient involvement.